Event description:
Additional information - the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information - b1, b2, b5, d7, h1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead extraction. Prior to the procedure, the right ventricular lead had a high and out of range impedance reading. A venogram was done on the left side that noted that the patient was occluded, so the physician opted to postpone the extraction for a later date. The left ventricular lead was reprogrammed so as to not be affected by the right ventricular lead until it can be explanted. The patient was in stable condition and would continue to be monitored.